Manufacturer narrative:
A manufacturing review was unable to be performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged limb detachment during an unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings/ potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical record review: vena cava filter was deployed at l3. Filter was placed secondary to history of deep vein thrombosis, hypercoagulable disorder and impending orthopedic surgery. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for detached filter limb and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that approximately 33 months post inferior vena cava filter deployment the filter allegedly was unable to be retrieved and a "portion" remains in the carotid. The health care provider determined the filter should remain implanted. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; in conjunction with or before orthopedic procedure; hypercoagulable disorder. At some time post filter deployment, it was alleged that the filter limb detached and was unable to be retrieved. The device was removed percutaneously. Allegedly, the patient experienced occasional sharp pain and cramps in the groin area; however, the current status of the patient is unknown.

Manufacturer narrative:
No device, no medical records and no images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 33 months post inferior vena cava filter deployment the filter allegedly was unable to be retrieved and a "portion" remains in the carotid. The health care provider determined the filter should remain implanted. Patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two years nine months post filter deployment, the patient was presented for filter retrieval using 5-french sheath and flush angiogram catheter was brought down below the filter. Venacavagram revealed one of the support arms from the inferior vena cava filter was not in continuity with the filter and was likely embedded in the wall of the vena cava. A bard recovery cone retrieval device was then advanced through the 10-french sheath and the recovery cone secured the filter and retrieve filter from its location. A post retrieval venacavogram demonstrated that the detached support arm was in its current location. Subsequently five days later, computed tomography (CT) revealed the inferior vena cava there was a linear metallic structure measured approximately 3 cm in length, suggestive of a foreign body. Later three days, pelvic x-ray revealed that no foreign bodies were seen. After one week, x-ray revealed a linear metallic density over the right side of the l3 vertebral body and this density had the appearance of the strut in the inferior vena cava. Approximately one year six months later, chest x-ray demonstrated two supine views of the abdomen and pelvis using radiology one view showed that there was a 3.8 cm linear metallic foreign body within the mild inferior vena cava at the level of l3 position, unchanged in appearance compared to the prior computed tomography (CT). Approximately one year and nine months later, a computerized axial tomography (cat) revealed there was a 3.1cm cm long metallic foreign body in the posterior aspect of the inferior vena cava, consistent with a retained fragment of a prior inferior vena cava filter. Therefore, the investigation is confirmed for filter limb detachment. However the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date 01/2014), h4 (device manufacture date 01/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism; in conjunction with or before orthopedic procedure; hypercoagulable disorder. At some time post filter deployment, it was alleged that the filter limb detached. The device was removed percutaneously after an attempt but unsuccessful percutaneous removal procedure. The detached strut still located in the inferior vena cava. Allegedly, the patient experienced occasional sharp pain and cramps in the groin area; however, the current status of the patient is unknown.